Event description:
The eikon illuminated retractor was being used during the procedure. It had been used on the left breast and remained on. When the surgeon started to use it on the right breast, she noticed the bulb was burning, melted and smoking, prior to retractor being placed in the breast pocket. The light source was immediately turned off, and the retractor was removed from the field.